Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the characters were missing from the light-emitting diode (led) display due to a faulty display unit. However, the definitive root cause of the faulty display unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the high flow insufflation unit was turned on, some of the 7 segments of the flow meter on the front panel were not lit, a technique was used and the procedure was completed using the same device. The issue was found during a laparoscopic procedure. There were no reports of patient harm.